Manufacturer narrative:
On (B)(4) 2012: sales rep reported: "doctor revised patient's hip due to adverse local tissue reaction." An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as: MFR # 9616680-2012-00616.

Event description:
It was reported that: "I met with my dr. - (B)(6) of (B)(6) orthopedics, (B)(6) today, where we reviewed my x-rays, blood work and MRI. I had my replacement on (B)(6) 2010 and essentially have been in pain and limping ever since. I was (B)(6) when replaced. Dr. (B)(6) said, my cobalt levels were the worst he has seen thus far, and the fluid build up and bone loss is very concerning to me. I am scheduled for surgery on (B)(6) to replace the stem. Up until I came back in on my own on (B)(6), I had no knowledge of the problems with the stem. At my (B)(6) 2011 check up I was told my pain and swelling was common. No recommendations for treatment were made at that time and I spent the past year treating at other clinics, etc. To no avail."